Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the documentation, instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." "The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." "Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." The visual inspection of the returned device confirms circumferential separation and signs of material degradation. The tip also shows several kinks and sign of a longitudinal split forming. A recall was initiated for any product manufactured with the beacon tip technology. This product is in scope of the recall. CAPA has been previously opened to investigate this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
It was reported at the end of a pediatric heart catheter procedure on a (B)(6) female patient, the physician was having trouble advancing the pig tail through a 4 fr sheath. Upon removal, the physician realized that part of the tip of the catheter was missing. The 4 fr sheath was switched out to a 6 fr sheath and a snare device was used to successfully remove the tip of the device from the patient's knee. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported at the end of a pediatric heart catheter procedure on a (B)(6) year old female patient, the physician was having trouble advancing the pig tail through a 4 fr sheath. Upon removal, the physician realized that part of the tip of the catheter was missing. The 4 fr sheath was switched out to a 6 fr sheath and a snare device was used to successfully remove the tip of the device from the patient's knee. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.